Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported because patient was calling about problems related to the pump. Event date was unknown. No further information was reported. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) :scs-pain/nerve damage leg.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-apr-24 reported the battery needed replacement/needed to be replaced. It was noted that there was no symptoms related to the pump issue/battery needed to be replaced. It was noted that the pump was replaced, and the issue has been resolved. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.